Event description:
The initial reporter received a questionable elecsys total psa (total psa) result from one patient sample tested on the cobas 6000 e601 module. On (B)(6) 2024: the initial result of the initial patient sample was 2.9 ng/ml. The reporter stated that the patient had a total psa result history of 12 ng/ml and that they reported the initial result as they thought the patient had taken medications. On (B)(6) 2024: the patient complained that the initial result was incorrect because he had a tumor. The repeat result of the initial patient sample was 11.94 ng/ml. The result of a new patient sample was 12.02 ng/ml.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The customer stated that they did not use the recommended rack adapters during the operation of the module. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the last calibration performed on 05-dec-2023. The calibration signals generated by measuring cell 2 were slightly higher than the expected range. The investigation reviewed the qc data. The qc results were within specifications before the patient sample run. The investigation reviewed the alarm trace. The alarm trace showed an abnormal sample probe aspiration alarm on (B)(6) 2024. This alarm indicates a general sample handling issue. A general reagent problem was not present because the qc before the event was within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.